Manufacturer narrative:
This report is submitted on october 10, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced recurrent infections and granulation at the implant site. Medication and topical treatments (type not reported) were unsuccessful. Subsequently, there are plans to remove the abutment and convert the patient to a subcutaneous implant system.

Manufacturer narrative:
Additional information regarding the patient's treatment was received. It was reported by the clinic that the patient received treatment that included silver nitrate, topical steroids, topical and oral antibiotics; however, treatment was unsuccessful. The patient's abutment has since been removed; however, conversion surgery has yet to be scheduled. The patient continues to be clinically managed by their healthcare provider.

Manufacturer narrative:
Per the clinic, it was reported that the patient was placed under local anesthesia on (B)(6) 2017, in order to remove the abutment and excise skin at the implant site. The implanted fixture remains insitu.